Event description:
It was reported the camera head had black image. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the leak on cable were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, black image problem due to a damaged cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.